Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During insertion of perq basic kit in patients the catheter along with stylet bend inside the vein and unable to do the procedure. It was stated this happened with five devices. This report addresses the third device.